Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11 on the analog pcb assembly. These filters being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the readiness display on the customer's device was faint/distorted. During device evaluation, physio-control observed that the device's readiness display showed no ok but had the charge-pak and attention icons; the displayed indicators were faint though legible. In addition, physio observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.